Event description:
On (B)(6) 2014, it was reported the meter alarmed for an error-1 randomly. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2014 -product analysis: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint was duplicated with the alarm occurring during startup. The alarm could not be cleared.